Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. During one occurrence, the customer reported loading a new cartridge with 480 units on (B)(6) 2017, and received an initial fill estimate of over 400 units of insulin. However, the morning of (B)(6) 2017, the insulin gauge displayed 43 units, which was lower than what the customer expected to see. The customer loaded a new cartridge successfully and resumed insulin delivery, and stated that the fill estimate decreased as expected through normal use. There was no impact to the customer's blood glucose level.